Event description:
The customer reported that she "just put the pod on last night" and, by the following morning, her bg levels began to rise. By the afternoon her levels went high; consistently high bg's (339-397mg/dl) were experienced over the following three hours despite multiple correction boluses. A manual insulin injection was eventually administered and insulet customer support advised that the pod be removed. She noted that the cannula was bent "right where the cannula comes out of the pod" and that the site was "very wet where the cannula is connected to the pod." The device will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.